Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported that moisture appeared in the cartridge compartment of the pump. Patient believes the insulin is leaking from the bottom of the cartridge. No adverse event reported. Requested return of the alleged device for evaluation.